Event description:
This event is being reported as part of "a retrospective, multi-center study evaluating the outcomes for integra skin sheet bilayer or single layer products used in complex lower extremity soft tissue reconstruction." It was reported subject received integra, with irrigation and debridement, bone resection on (B)(6) 2012. The subject's wound, which was on the right lateral foot, had a surgical, diabetic neuropathic ulcer etiology. The wound's approx measurement was 5cm length, 5cm width. On (B)(6) 2013 the subject had an adverse event of bacteremia/endocarditis thought to be related to the target wound. This event was documented as severe in severity and possibly related to the initial index treatment with integra. It was considered a serious adverse event. On (B)(6) 2013 the subject was readmitted and treated with intravenous antibiotics. This event was deemed resolved on (B)(6) 2013 when a below knee amputation was performed. The subject was discharged on (B)(6) 2013. There is no additional follow-up available.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.